Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion procedure at l4 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by severe low back pain with radiating pain into her buttocks and lower extremities. A lumbar MRI on (B)(6) 2014, revealed bony overgrowth at the level of the surgery. Patient's unrelenting pain and symptoms necessitated the surgical implantation of a pain pump that fails to provide adequate control of her symptoms. Patient continues to experience severe and unrelenting low back pain that radiates into her buttocks and lower extremities. Following the surgery, patient has experienced increased difficulty standing and walking for long periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: back pain procedure underwent: l4-5 anterolateral fusion and left l5-s1 tlif (transforaminal lumbar interbody fusion)